Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that during user handling, the bending section cover (a-rubber) leaked and flooded the inside of the equipment causing an electronic component abnormality. However, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The user can reduce/prevent the occurrence of the event by handling the device in accordance with the following statements found in the instructions for use" "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. The image was restored after aeration of the device. Also, evaluation found the ID chip had no data, the bending section cover had a hole and leak, switch #1 to #4 were not working, the electrical conductivity test failed, the insertion tube was dented, the light guide tube was dented and the boot was torn, and the light guide mount was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii bronchovideoscope had no image. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.